Event description:
Edwards was informed through the patient´s father that this 21 mm perimount valve was explanted 9 years and 10 months of the implantation due to bioprosthesis calcification leading to stenosis. Patient was 16 year-old at the time of the implant and indication for avr was congenital aortic stenosis. Implant of a biological valve over a mechanical one was chosen at that time because patient was a very sportive person. Nine months before the explant, the patient had a control visit. Reportedly, hospital report concluded that everything was fine. Eight months after the control visit, the patient suffered a cardiac arrest while biking. After an hour without pulse, he was finally resuscitated with no health consequences. Then, one month later, the valve was explanted and replaced with a mechanical one. Patient was in good state of health.

Manufacturer narrative:
Imaging evaluation of subject device performance was received. As received, "by report, there was evidence of significant calcification and stenosis of a bioprosthesis 9 years and 10 months after it was originally implanted in a 16-year-old patient, with report of an unremarkable clinic visit 9 months earlier followed by cardiac arrest while exercising 1 month before redo surgery. The submitted echocardiograms from (B)(6) 2019, appear to reveal a bileaflet mechanical aortic valve with probably normal function. Neither echocardiogram appears to show the reported aortic bioprosthesis."

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed through the patient´s father that this 21 mm perimount valve was explanted 9 years and 10 months of the implantation due to bioprosthesis calcification leading to stenosis. Patient was (B)(6) at the time of the implant and indication for avr was congenital aortic stenosis. Implant of a biological valve over a mechanical one was chosen at that time because patient was a very sportive person (football goalkeeper at a high youth level). Nine months before the explant, the patient had a control visit. Reportedly, hospital report concluded that everything was fine. Eight months after the control visit, the patient suffered a cardiac arrest while biking. After an hour without pulse, he was finally resuscitated with no health consequences. Then, one month later, the valve was explanted and replaced with a mechanical one. Patient was in good state of health.

Event description:
Edwards was informed through the patient's father that a perimount valve model 290021mm was explanted from the aortic position after 9 years and 10 months of implant duration due to bioprosthesis calcification leading to stenosis. Patient was 16 year-old at the time of the implant and indication for initial avr was congenital aortic stenosis. Implant of a biological valve over a mechanical one was chosen at that time because patient was a very sportive person (football goalkeeper at a high youth level). Nine months before the explant, the patient had a control visit. Reportedly, hospital report concluded that everything was fine. Eight months after the control visit, the patient suffered a cardiac arrest while biking. After an hour without pulse, he was finally resuscitated with no health consequences. Then, one month later, the valve was explanted and replaced with a non-edwards mechanical valve. Patient was in good state of health. Per internal evaluation of the image of the explanted valve, it appeared to be moderate host tissue overgrowth.